Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she had an adverse event. The customer was driving at the time of the call and was unable to provide the details on the hospitalization. Customer was called back and could not be reached. A follow up call back has been scheduled. Nothing further reported.